Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: (B)(4).

Event description:
As reported, in the journal article "transcatheter aortic valve embolization complicated by inversion and left ventricular outflow tract obstruction", a 76-year-old man with severe, symptomatic aortic stenosis with ejection fraction of 60% to 65%, nyha functional class ii, presented for transcatheter aortic valve replacement (tavr). The patient underwent tavr with a 23mm sapien 3 ultra resilia valve, one hour after the procedure the patient went into cardiac arrest and the transesophageal echocardiogram (tee) revealed an inverted valve in the left ventricle outflow tract (lvot) causing an obstruction. Another 23mm sapien 3 ultra resilia valve was deployed to pin the leaflets of the first valve, but due to the 1st valve being low (lvot) and flipping, a paravalvular leak was observed. A 3rd 23mm sapien 3 valve was implanted to seal the paravalvular leak.

Manufacturer narrative:
Per the instructions for use (IFU), valve migration requiring intervention is a known potential adverse event associated with transcatheter valve replacement (thv). According to the literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the annulus. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the leaflets, inaccurate measurement of the landing zone, a landing zone with an elliptical shape, and valve under or oversizing can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the ventricle. The IFU cautions that incorrect sizing of the valve may lead to paravalvular leak, migration, or embolization. The edwards thv patient screening manual advises the operator on pre-procedure assessment of the native valve and root, taking into consideration the degree and distribution of native leaflet calcification. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct sizing, alignment, and positioning of the device are emphasized as key factors to the placement and fixation of the device. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results are inconclusive as relevant patient and procedural factors were not provided. However, the event may be related to the mechanism described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. Dakroub, ali, et al. "Transcatheter aortic valve embolization complicated by inversion and left ventricular outflow tract obstruction." Cardiovascular interventions 17.8 (2024): 1060-1062.